Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a subdural hematoma and hypotension. The patient was treated with levophed and systemic anticoagulation was withheld. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The cause of the hematoma and bleeding was not determined since product was not returned and insufficient clinical details provided. The cause of the hypotension was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.